Event description:
A pt reported blood glucose results of "6.1, 16.3, 17.9 and 9.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The pt also reported readings of 19.0, 17.6, and 10.2 mmol/l, however the time difference between the results was not specified.